Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an ipg surgical procedure on (B)(6) 2019, reference MFR. Report#: 1627487-2019-05504, the patient's ipg was placed into surgery mode. However, when the company representative attempted to connect with the ipg, the clinician' programmer displayed the error message "a problem was found with the generator that could not be repaired." Multiple troubleshooting attempts were unable to resolve the issue. The ipg was inoperable. In turn, the ipg was replaced.

Manufacturer narrative:
(B)(4).